Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This supplemental report is being added to update the summary (b5): (b5) - summary.

Event description:
It was reported that a patient implanted on (B)(6) 2025, advised that they have pain and bruising around the implant site location and are unable to sit for long periods. The patient has been prescribed tramadol for the pain, but the pain has not gone away. The representative suggested that the patient reach out to their implanting physician to set up a follow-up appointment. The representative spoke with the patient, and their pain is still constant, and they are unable to sit very long. The patient is scheduled for a follow-up appointment on (B)(6) 2025, and is still considering having the device removed, due to pain and the device not providing results. The representative suggested and helped the patient turn off their stimulation. The patient had their follow-up appointment as scheduled, and the discomfort has not gone away since turning off the stimulation. The patient described the pain as constant in their tailbone down into their leg. The nurse practitioner (np), assessed the area and did not see any signs of inflammation or infection. It was determined that the lead itself must be causing irritation of the patient's nerves or tissues. The np suggested having the implant and lead removed. The patient is scheduled to have full device removal on (B)(6) 2025.

Event description:
It was reported that a patient implanted on (B)(6) 2025, advised that they have pain and bruising around the implant site location and are unable to sit for long periods. The patient has been prescribed tramadol for the pain, but the pain has not gone away. The representative suggested that the patient reach out to their implanting physician to set up a follow-up appointment. The representative spoke with the patient, and their pain is still constant, and they are unable to sit very long. The patient is scheduled for a follow-up appointment on (B)(6) 2025, and is still considering having the device removed, due to pain and the device not providing results. The representative suggested and helped the patient turn off their stimulation. The patient had their follow-up appointment as scheduled, and the discomfort has not gone away since turning off the stimulation. The patient described the pain as constant in their tailbone down into their leg. The nurse practitioner (np), assessed the area and did not see any signs of inflammation or infection. It was determined that the lead itself must be causing irritation of the patient's nerves or tissues. The np suggested having the implant and lead removed. The patient is scheduled to have full device removal on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This supplemental report is being added to update the coding (f10) from ga and product investigation conclusion and coding: 9033 - bruise. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "pain", "bruise" and "implant pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted on (B)(6) 2025, advised that they have pain and bruising around the implant site location and are unable to sit for long periods. The patient has been prescribed tramadol for the pain, but the pain has not gone away. The representative suggested that the patient reach out to their implanting physician to set up a follow-up appointment. A patient's outcome was not provided.

Manufacturer narrative:
Investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "pain", "bruise" and "implant pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient implanted on (B)(6) 2025, advised that they have pain and bruising around the implant site location and are unable to sit for long periods. The patient has been prescribed tramadol for the pain, but the pain has not gone away. The representative suggested that the patient reach out to their implanting physician to set up a follow-up appointment. The representative spoke with the patient, and their pain is still constant, and they are unable to sit very long. The patient is scheduled for a follow-up appointment on (B)(6) 2025, and is still considering having the device removed, due to pain and the device not providing results. The representative suggested and helped the patient turn off their stimulation. The patient had their follow-up appointment as scheduled, and the discomfort has not gone away since turning off the stimulation. The patient described the pain as constant in their tailbone down into their leg. The nurse practitioner (np), assessed the area and did not see any signs of inflammation or infection. It was determined that the lead itself must be causing irritation of the patient's nerves or tissues. The np suggested having the implant and lead removed. The patient is scheduled to have full device removal on (B)(6) 2025.